Manufacturer narrative:
Hamilton medical ag case number is cer (B)(4). . Investigation ongoing.

Event description:
The following was reported to hamilton medical ag: hamilton medical ag received the following incident description: "device failed for the leak, flow and o2 tests". This occurrence was noticed during the pre-operational check. There is no patient involvement reported. There is no need for any medical intervention reported. Neither delay in treatment nor harm to the patient, user or third party has been reported. The investigation is still ongoing.

Event description:
The following was reported to hamilton medical ag: - hamilton medical ag received the following incident description: "device failed for the leak, flow and o2 tests". - this occurrence was noticed during the pre-operational check. - there is no patient involvement reported. - there is no need for any medical intervention reported. - neither delay in treatment nor harm to the patient, user or third party has been reported. The investigation is still ongoing.

Manufacturer narrative:
Hamilton medical ag case number is (B)(4). Investigation ongoing. Hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information: field d4 was updated with full UDI information. Updated fields: b4, d1, d4, g6, h2, h4, h11.

Event description:
The following was reported to hamilton medical ag: hamilton medical ag received the following incident description: "device failed for the leak, flow and o2 tests". This occurrence was noticed during the pre-operational check. There is no patient involvement reported. There is no need for any medical intervention reported. Neither delay in treatment nor harm to the patient, user or third party has been reported. The investigation is still ongoing.

Manufacturer narrative:
Hamilton medical ag case number is (B)(4). . Investigation ongoing. Hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information: UDI related data quality updates only. Field d4 was updated with full UDI information. Updated fields: b4, d1, d4, g6, h2, h4, h11. Follow-up 2 - additional information: the entry fields b4, g6, h2, h3, h6 and h11 have been updated. The unit alarmed with oxygen supply failed during preventive maintenance. No patients were involved. The event did not cause or contribute to a death or serious injury to a patient. No log files were provided. No further feedback was received. No part was replaced; correction was unknown, and the exact root cause could not be confirmed.